Event description:
Device issue: loss of vessel access. Time device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after locator wing deployment, no expected resistance was felt when the device was retracted to position the locator wings against the anterior surface of the arterial wall. The device pulled out of the vessel losing vessel access. Hemostasis was achieved using manual compression and a non-abbott device. Once outside the pt's anatomy, the physician in checking for the clip are removed the clip from the device using a hemostat. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.